Event description:
Report from sales rep: "PICC rn placed powerglide. Believed she had accessed the vein and deployed wire and deployed catheter. Felt resistance when removing needle, waited a few moments, was unable to remove. Second vat rn came and could not remove either. Surgeon performed minor surgery to retrieve sheared catheter."

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reyf1878 showed no other similar product complaint(s) from these lot numbers.